Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product. Screw was not used.

Event description:
On 25 oct 2007, the distributor reported that the screw was delivered disassembled as described: the head of the screw was disassembled from the body. There was no pt contact.